Event description:
Pca pump of dilaudid initiated on pt 50mg/50 cc. Noted on the day shift at beginning of shift, only 3cc left in syringe. Documented 3 mg (3cc given per history), 45 cc missing (45 mg), 2cc primed the pump when set up. Tubing where attachment made to syringe in the pump has slits in it. Reporter hypothesizes pt loosened the tubing from syringe (easlily done) and a needle or angiocath catheter used with another syringe to suck out the remainder of the medication.